Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they were having a return of urine retention since yesterday. The patient mentioned having erections and then lots of urine today. The patient stated that they spoke with their manufacturer representative (rep) 2 days ago and switched from program 1 to program 2 which initially seemed to help but now patient mentioned they think that the retention issue was coming back. Patient also mentioned that yesterday they went to their healthcare provider (hcp) due a brown drainage that thought was the product of an infection in the incision area. The patient stated that their hcp found no infection and was rather a pocked fluid accumulation. The patient was redirected to their healthcare provider to further address the issue. The patient will see their hcp next week for a follow up appointment with the managing doctor.